Manufacturer narrative:
The device was returned with the needle mechanism fully deployed. No damages or deficiencies were found during the investigation that would result in the cannula becoming dislodged from the infusion site. The exact cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damages or defects that would result in a failure to adhere. The cause of the reported failure to adhere could not be determined. During the investigation, the exposed portion of the soft cannula was found to be torn. The length of the soft cannula measured above specification. It could not be determined when or how this damage occurred.

Event description:
It was reported the patient's blood glucose level (bg) rose to above 250 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment a new pod was applied.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.